Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported that on (B)(6) 2013 customer received an ER-4 message on the display of her adc blood glucose meter after a sample was applied to a test strip inserted into it. Caller further reported customer experienced "shaking", noted customer "had blank stare" and reportedly experienced a seizure. Caller denied customer self-treated. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The returned meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. The meter was disassembled and no port issue was observed. The complaint is not confirmed.

Manufacturer narrative:
This serves as a correction report. The date of report in section b4 of the follow up #1 is not correct. Date of report should be blank.